Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After resetting, the cgm error did not reappear, and the caller was advised to wait 20 minutes before starting the sensor session, which they understood and acknowledged.